Manufacturer narrative:
The broken device was not returned to hollister for evaluation.

Event description:
It was reported through medwatch (mw5071791) that an anchorfast guard endotracheal tube holder broke during application (securement piece and bite block plastic snapped off completely). It was replaced with a new anchorfast guard device. No other information was available.